Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit chip, designator u61 from the system controller pcb assembly.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device would not complete the boot up process. With this condition, the device would not have the ability to provide defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.